Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump intermittently lost power. The reporter indicated that the battery cap secured to the pump; however, the yellow o-ring was visible and the cap could not be removed at the time of the power loss. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/18/2016-device evaluation: the pump has been returned and evaluated by product analysis on 03/24/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no evidence of a power issue. During testing, the battery cap did not secure properly to the pump; the cap spun in place on the casing and at times became stuck due to damaged threads. The battery compartment of the pump was observed to be cracked in three places, and the battery compartment threads were also damaged. The pump intermittently lost power due to the damage; the complaint was duplicated. A test battery cap was used to complete the investigation. The pump powered on with the test cap and was exercised for 24 hours with no duplicated loss of power. The pump case was removed, and no internal damage or evidence of moisture ingress was found. Unrelated to the complaint, the display screen appeared dim and discolored.